Manufacturer narrative:
Date to represent 2023-revision date or information was not provided d2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d4 information- patient has the same size and style polyethylene implanted in both knees. 02-012-48-5009 logic cr tib insert slope+, sz 5, 9mm is being reported in product information with the serial number as unknown because the information provided did not specify which serial number was implanted for the left or the right knee. Left and right knee are MDR reported. Sn (B)(6); 02-012-48-5009 logic cr tib insert slope+, sz 5, 9mm- mfg date-17 nov 2015/exp date-16 nov 2023. This is confirmed to have been packaged in a vacuum bag that does not contain evoh. Sn (B)(6); 02-012-48-5009 logic cr tib insert slope+, sz 5, 9mm-mfg date-30 mar 2016/exp date 29 mar 2024. This is confirmed to have been packaged in a vacuum bag that does not contain evoh. D10. All products listed in concomitants for both knees, as there was no information differentiating which product belongs to the left or the right knee except for the femoral component. (B)(6) 02-010-04-0250 logic cr femoral por, left, sz 5; (B)(6) 02-012-45-5050 lgc tibial fit tray cem sz 5f / 5t; (B)(6) 02-012-45-5050 lgc tibial fit tray cem sz 5f / 5t; unk 200-02-41 three peg patella 41mm; (B)(6) 200-02-41 three peg patella 41mm; (B)(6) 201-78-81 3" trocar, mod. Hex 2pk; (B)(6) 521-78-23 threaded pin size 2.3 collared 2pk; (B)(6) 201-78-15 holding pin mini sharp point 4 pk h3. The logic cr tib insert devices reported were confirmed to have been packaged in a vacuum bags that do not contain evoh. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation ous, that a patient had bilateral knee replacement on (B)(6) 2016. It is reported that the patient¿s right knee has experienced ongoing complaints since this procedure requiring revision surgery. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No other information is available.